Event description:
Ms3 pump (B)(4) is malfunctioning. When working with pump it constantly resets, I have checked the battery and the problem. Something must be loose, internally reported by cnss (B)(6), patient had not started on remodulin yet "cnss" was teaching patient-pump replacement scheduled to arrive (B)(6) 2019. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 0ng/kg/min, frequency: continuous, route: sq. Dates of use: from see event to see event. Diagnosis or reason for use: pah.